Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. On an unspecified date, a non-bsc stent was implanted in the external iliac artery (eia). In (B)(6) 2020, 90% in-stent restenosis was noted in the moderately tortuous and severely calcified eia. A 5.00mmx2.0cmx90cm peripheral cutting balloon was inflated inside the stent up to 6atm at first inflation. However, it was noted that the balloon ruptured. The balloon was removed from the patient' body without any problem by normal method and the procedure was completed with a different device. No further complications were reported and the patient was in good condition after the procedure.